Manufacturer narrative:
Preliminary analysis of the programmer files showed a normal behavior of the programmer software. The reported behavior could not be reproduced during the analysis.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2015, the interrogation session ended and the device was re-interrogated in the new session. However, no patient data was displayed whereas this information was previously programmed. When the information was re-entered, the "prog." Button was grayed out and a message displayed on the screen stating that "the interrogation is interrupted. Please quit the session and repeat the interrogation". The device was re-interrogated and the patient data was properly displayed at this time.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2015, the interrogation session ended and the device was re-interrogated in the new session. However, no patient data was displayed whereas this information was previously programmed. When the information was re-entered, the "prog." Button was grayed out and a message displayed on the screen stating that "the interrogation is interrupted. Please quit the session and repeat the interrogation". The device was re-interrogated and the patient data was properly displayed at this time.

Event description:
Reportedly, during a follow-up performed on (B)(6) 2015, the interrogation session ended and the device was re-interrogated in the new session. However, no patient data was displayed whereas this information was previously programmed. When the information was re-entered, the "prog." Button was grayed out and a message displayed on the screen stating that "the interrogation is interrupted. Please quit the session and repeat the interrogation." The device was re-interrogated and the patient data was properly displayed at this time.